Manufacturer narrative:
The reported event of air ingress could not be confirmed. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
On (B)(6) 2021, a 30mm amplatzer cardiac plug was selected for implant in a patient with a cauliflower anatomy. During the procedure, the device was mis-sized, the left atrial appendage(laa) opening was too large and the occluder was not stable. The physician exchanged the device for a 24mm amplatzer cardiac plug. Using the same delivery sheath, the physician tried to seal the main lobes, but it still failed. During the use of the two occluders, the physician will draw back blood before the contrast agent is injected, and a large amount of air will appear in the sheath. Therefore, the physician needs to flush the occluder again, which affects the progress of the operation. The procedure was stopped when the physician noticed air in the sheath and no final device was implanted. There was no patient affect as no air was inserted into the patient. There was a 1 hour clinically significant delay in the procedure due to the needed flush of the device several times, but the patient remained hemodynamically stable throughout the procedure. The patient is currently stable and discharged. It is unclear if it was the components used to flush the device or the delivery sheath that caused the issue, but the physician is more inclined towards the delivery sheath.